Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were unable to be performed due to prime anomaly. There was no unexpected battery out limit alarms noted. The pump alarmed properly with audio beep alarms. There were no audio beep alarms anomalies noted. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device had audio beep anomaly and alarms on display with no audible alert. The customer's blood glucose level at the time of incident was 139 mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.